Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced ongoing elevated blood glucose (bg) levels since beginning pump therapy due to pump settings needing adjustment; however, no specific bg value was provided. A pump bolus and/or manual injection was delivered to address bg level. Reportedly, customer is currently working with their health care provider to adjust pump settings.